Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change stimulation location and that the sensation felt like more of a "tapping" compared to the previous "smooth" sensation following a recharging session. Her neurostimulator was completely depleted and she charged for 2 hours then 30 minutes later she could not feel the stimulation. She checked and found the device turned off. The device was turned on at which time the tapping sensation of the stimulation was felt. She was programmed on group a (10.5 volts, 390 pw, rate 40). Add'l info was requested.